Event description:
It was reported that a device fracture occurred. The severely stenosed target lesion was in the severely calcified proximal-middle segments of the right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During use, it was found that the balloon shaft was broken and could not be used. Hence, the structure of the catheter was not strong. The device was successfully removed, and the physician immediately stopped using the device and replaced it with another device. The procedure was completed successfully without causing injury to the patient. The patient is in good condition after the procedure.